Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the pump usb port was observed to be damaged, and the usb cable was loose inside the port resulting in intermittent issues with charging the pump battery. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.